Manufacturer narrative:
(B)(4). Torn one injection port with the locking connector locked into place and 1cm of catheter sitting on the port connection tube were returned for analysis. Product analysis indicates that the port tubing tore at the junction of the locking connector. Detailed microscopic analysis confirmed that the surface of the tubing end exiting the port bears evidence of tearing, causing a port disconnection and resulting in the inability to adjust the band. An injection test was performed on the injection port with a successful result. No blockage was found. A leak test was performed on the injection port with a successful result. No leak was found. The device investigation results were reviewed with the design and r&d engineers; it was highlighted that this type of failure mode would require the tubing to be placed under considerable strain such as placing the tubing in acute angulation to the port connector. Review of the product's instructions for use (IFU) indicates that the tubing should exit the injection port in a manner that resists tubing kinks, it is also mentioned that sufficient tubing length needs to be left within the peritoneal cavity to avoid tension on the gastric band. It is noted that the tubing strain relief was not returned for analysis, it was removed from the patient and inadvertently discarded. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore, it is unlikely that the manufacturing process has contributed at this issue. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that the patient went to the surgeon's office for a fill. The port was easily accessed and 3cc of serous type colored fluid came out. The surgeon then injected the fluid back into the port and this time there was less returned. The surgeon re-accessed the port and about 2cc of serous colored fluid came out. The patient was sent to radiology where it was determined that there was a leak that is thought to be tracked down the tubing. During the revision surgery it was noted that the tubing had broken off right at the end of the tubing connector. A piece of the tubing was still attached and the locking connector was in locked position. A new port placed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.